Event description:
It was reported that a trained user discontinued ilet use and requested a return because the system felt overwhelming and the user experienced recurrent nocturnal hypoglycemia, including an episode with a reported lowest glucose in the 40s lasting a couple of hours; low events were treated with oral carbohydrates such as juice, glucose tablets, peanut butter and jelly, and jelly beans, and the device provided low and urgent low alerts. Symptoms included weakness associated with hypoglycemia. Outcomes included self-treatment without hospitalization; emergency medical technicians were contacted once and remained on scene until glucose returned to range, with no further medical intervention reported. Investigation included collection of event details and return logistics for device evaluation. Investigation of this case revealed no specific device malfunction reported and no component failure identified, and the medical device problem and component could not be confirmed due to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.